Event description:
Per the clinic the device was explanted on (B)(6) 2024 due to otalgia and poor sound quality. It is unknown if there are plans to reimplant the patient as of the date of this report.